Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a black particulate matter (pm) embedded in the wall of the silicone tubing near the bushing on the patient adapter end of the transfer set. The reported condition was verified. The cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a small black particulate matter (pm) inside the tubing of a minicap transfer set. This was identified before use of peritoneal dialysis therapy. There was no patient involvement. No additional information is available.